Event description:
Removal of the left side array fusion construct l3-s1 on inspection of the s1 screw. The head had broken insitu from the shaft, 3 threads down. Patient outcome: no patient complications post-op.